Manufacturer narrative:
Product complaint # (B)(4). This is a duplicate report of 1818910-2019-88195. 1818910-2019-111332 is being retracted as it is a report duplication. 1818910-2019-88195 will be kept for investigational purposes.

Manufacturer narrative:
Product complaint # (B)(4). Initial reporter occupation: lawyer. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
On (B)(6) 2016, the patient underwent a right knee revision due to loosening, and effusion. The surgeon noted the patellar component was well-fixed and not revised. He indicated the tibial component had completely de-bonded from the cement, at the tray/cement interface. The surgeon noted some posterior lysis both medially and laterally to the femur. The femur was revised. The patient was implanted with attune knee system and smartset cement x 3. There were no complications reported with the procedure. Doi: (B)(6) 2013 (cement, tibial, femoral, patellar components). Doi: (B)(6) 2015 (tibial insert). Dor: (B)(6) 2016.